Event description:
It was reported that a pedimag pump was returned to abbott.

Manufacturer narrative:
Section a: patient information was requested but has not been provided. Section b3: event date was estimated as it was not provided. Section d4: expiration date and manufacture date (h4) cannot be determined at this time. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to MFR# 2916596-2024-03509. Investigation findings will be submitted under MFR # 2916596-2024-03509.